Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unitrax v40 sleeve -4mm; cat# 6942-6-060; lot# 62176402. Unitrax modular endo head 44mm ; cat# 6942-5-044; lot# 3m3n3p. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient reported she has been experiencing pain since her right partial hip surgery and would like to know if her implants are part of recall.

Event description:
Patient reported she has been experiencing pain since her right partial hip surgery and would like to know if her implants are part of recall.

Manufacturer narrative:
An event regarding pain involving a accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that patient experiencing pain since her right partial hip surgery and would like to know if her implants are part of recall. Reported device is not a part of recall. The exact cause of the event could not be determined because of insufficient information . For example: further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. Additional information become available to indicate further evaluation is warranted, this record will be reopened.